Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('ruptured tubes') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), lyme disease ("lyme diagnosis"), alopecia ("hair loss"), endometriosis ("endometriosis"), abdominal pain upper ("stomach hurt so bad"), inflammation ("inflamed in my abdomen") and rash ("my skin broke out in rash"). The patient was treated with surgery (tubes removed and part of uterus). Essure was removed. At the time of the report, the fallopian tube perforation, lyme disease, endometriosis, abdominal pain upper, inflammation and rash outcome was unknown and the alopecia had not resolved. The reporter considered abdominal pain upper, alopecia, endometriosis, fallopian tube perforation, inflammation, lyme disease and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿ruptured tubes¿, ¿stomach hurt so bad¿, ¿inflamed in my abdomen¿ and ¿my skin broke out in rash¿ were added. Reporter information was added. On 23-mar-2020: reporter information added. On 23-mar-2020: social media case received. Reported info added. Patient's age added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 years post') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced lyme disease ("lyme diagnosis"), alopecia ("hair loss") and endometriosis ("endometriosis"). The patient was treated with surgery (tubes removed). At the time of the report, the medical device removal, lyme disease and endometriosis outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, endometriosis, lyme disease and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events medical device removal, endometriosis and hair loss were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.